Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2012-02019. It was reported the pt ((B)(6)) complained of unwanted stimulation and ineffective pain relief. An x-ray revealed both of the pt's leads had migrated. The physician performed surgery to reposition the leads and noted the anchors remained intact, but the sutures had come loose. The pt reported effective stimulation postoperative. No further pt complications were reported.